Manufacturer narrative:
This is (B)(4) of (B)(4) complaints reported for this finished goods lot. All (B)(4) of the complaints reported for this finished good lot are related to lint/fibers. Review of the device history indicates the order was built to specification. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root causes include an error made during the manufacturing process and customer handling. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient returned to the facility with lint in the eye. The anterior chamber washed out and lint removed. There is no known harm to the patient. Additional information and sample has been requested.